Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion and ¿unable to proceed¿ alerts during supply change, including unusual noise during rewind and an inability to complete press-and-hold beyond approximately 10 units, after which a guided dry run succeeded through rewind and press-and-hold to 125 units, and a full supply change with new cartridge, connector, and infusion set was completed without further issue. Symptoms included no reported hypoglycemia or hyperglycemia, as the user disconnected and administered external insulin to maintain blood glucose. Outcomes included transient interruption of insulin delivery without need for emergency care. Investigation included remote troubleshooting, a dry run to verify motor and fill performance, inspection of the cartridge chamber for debris or damage, and replacement of all disposable supplies. Investigation of this case revealed no device damage on visual check, successful motor operation during the dry run, and resolution after exchanging disposables, which is consistent with a transient flow obstruction during fill or tubing occlusion related to disposables. It was concluded, based on previously established findings for similar reports, that the cause was a temporary occlusion likely associated with disposable components, not a persistent device malfunction.